Event description:
During in-house testing of this device by a laerdal service technican, the device delivered 3 normal shocks, then delivered at 29j when set for 360j and would not deliver energy after that.